Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and both leaflets were grasped in an a2/p2 location. However, after the clip was closed, mr remained at a grade of 4 and it was noticed that a hole in the posterior leaflet occurred. The physician decided to open the clip and regrasp. It was noted that with this new grasp, the posterior leaflet was grasped all the way to the annulus. This allowed mr reduce to a grade of 1-2. After the device were removed, the physician stated that a left to right shunt was observed; however, no treatment was performed to treat the shunt. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue damage. Tissue damage is listed in the instructions for use as known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.